Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was able to feel the wire in back connection: patient is stating he can feel the wire in his lower back where is connects to his stimulator. Patient stated the skin is rough in the area where he can feel it and reports waking up with back pain in the morning which he feels is related to the location of the wire and stimulator. Patient informed the rep that he is a skinny gentleman but no other factors were identified. Any potential interventions are unknown at this time. Patient does not have a scheduled appointment yet and was instructed to contact their doctor. No further complications were reported or are anticipated.

Event description:
Additional information received from the patient. The patient stated he can feel the wires on the skin (not smoothe) and he was not supposed to. Patient stated he thinks its flipped inside. Caller stated when he sleeps it gets pressure against it and it causes pain. The patient stated no intervention was planned because he can't get into the doctor for an appointment that fits his work needs. Patient mentioned he has back problems and so he went to see the general practitioner and he stated they did take some x-rays or something but he hasn't seen them. Caller did not allege that his "back problems" were in any way related to the device or therapy. The patient weight has not changed roughly 148-150 pounds. Additional information received on feb 08 reported that patient was going to meet with urologist today. Caller stated patient believes ins was flipped and it was causing him pain. Caller stated she took an x-ray but noted she did not know what it looked like before and thus was unsure if it was flipped.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1nwcd, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date the issue was first observed was unknown. If information is provided in the future, a supplemental report will be issued.